Event description:
Provider spoke with technical service to advise the chair has unknown fault while driving, unable to duplicate. Provider also advised that the chair has issues turning on and off sometimes.